Event description:
The customer reported that during a percutaneous transluminal angiographic procedure of the contralateral superficial femoral artery, the catheter tip fell off in the pt. The catheter tip was removed using a snare. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually and microscopically inspected. The complaint was confirmed. The tip tubing was separated from the body tubing near the fuse zone. No contamination present in fuse zone. There was evidence of good melt flow in the fuse zone. The first and second sideports were distorted/damaged. The tip tubing was accordianed/damaged at the fuse zone and appears to have been subjected to excessive tension prior to separation. In process tensile testing for this lot exceeded specs. Merit is unable to determine the exact root cause for the reported failure.